Manufacturer narrative:
Conclusion: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Further damage to the active electrode, as might be caused by an external mechanical impact, was found during device investigation. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Reportedly a CT scan showed that the electrode array is completely out of the cochlea. The user was re-implanted.

Event description:
Reportedly a CT scan showed that the electrode array is completely out of the cochlea. The user was re-implanted with a competitors device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.